Event description:
It was reported that during a lumber procedure, a drill attachment heated up. Backup equipment was used to complete the procedure without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was received by the MFR and the complaint was confirmed. Internal components were evaluated, where extensive corrosion and debris were discovered. The presence of corrosion and debris can lead to increased friction between rotating components, resulting in heat being generated. A replacement device was provided to the user facility.